Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. The service engineer (se) inspected the device. The se could not duplicate the reported issue. The se performed testing and all test passed.

Event description:
It was reported that the ventilator pressure relief valve test is failing during extended self test (est) no patient involvement. The event date was not specified; estimate used.